Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the device was advanced through a 6fr jr4 guiding catheter in the right femoral artery. The lesion was pre-dilated with a non-abbott balloon catheter and the 4.0x28 rx promus stent delivery system was advanced; however, when the stent was to be deployed, it was realized there was no stent implant on the balloon. The device was removed from the pt anatomy and no stent was found. The pt was scanned and no stent was found. A second rx promus, same size, was advanced and deployed in the lesion and post-dilatation performed using a non-abbott balloon catheter. There were no reported adverse pt effects. No add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: eval of the returned device found blood in the guide wire lumen and contrast in the loosely folded balloon and inflation lumen, which is consistent with the reported info that the product was advanced into the pt anatomy and suggests that the product was prepped for use and possibly partially inflated at one time during the procedure. There were no kinks or damage noted to the inner member or tip and the tip length was measured and met mfg criteria. The stent implant was dislodged and not returned, confirming the reported dislodgement. However, there were crimp marks between the markers of the balloon, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of mfg. In this case, no damage was noted prior to use and based on the analysis of the returned product, it is possible that positive pressure was applied such that the balloon may have slightly expanded and loosened the stent implant prior to deployment which contributed to the reported stent dislodgement. A conclusive cause for the reported stent dislodgement could not be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. All sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force.